Event description:
It was reported that the user experienced a low glucose event with a reported glucose of 64 mg/dl while using the ilet system, with the pump alerting and the user noting prior instances of waiting to treat due to perceived continous glucose monitor (cgm) inaccuracy in cold conditions and a belief that endogenous insulin production might contribute. Customer care provided support that included troubleshooting and user education on hypoglycemia treatment using stepwise carbohydrate intake based on alert severity. Investigation of this case revealed no device malfunction and that user delay in treatment when alerted, potential cgm variance in cold conditions, and possible endogenous insulin production could have contributed to the event. Symptoms included jitteriness and difficulty focusing during the event. Outcomes included self-treatment with oral fast-acting carbohydrates and return to target range without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.